Manufacturer narrative:
One purple needle tip was returned. Visual inspection found the needle tip to be dirty with dried solutions all over. The needle tip is in two pieces. The shaft of the needle has broken off at the tip of the hub. Microscopic examination found the metal has evidence of "bend" stressing. One side of the broken area has evidence of stretching and has visible stress marks. It cannot be determined how this tip was handled or how many times it has been used. Both halves of the needle have evidence that suggests that this tip was bent at some point, which could contribute to the breaking of the cannula. The cause of the bent cannula could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Due to the condition in which it was returned, the root cause could not be determined. The investigation is complete.

Manufacturer narrative:
Vendor investigation results have been received, and may provide clarity for information previously submitted. They are are as follows: the specimen presented a proximal shaft length of .1302¿, a shoulder diameter of .14415¿ and a finished shaft diameter of .02950¿. The specimen presented a tip angle of approximately 30°. The fractured condition of the specimen prevented accurate measurement of the overall and working lengths. The specimen presented a low cycle, ductile, bending fatigue overload fracture to the shaft distal of the transition from the hub shoulder to the shaft approximately 1.425cm from the distal tip. The specimen also present tool marks on the surfaces distal of the hub shoulder, the threaded region presents wear on the thread ridges and valleys. The surface and lumen of the fractured device contains deposits of apparent dried biomaterial, consistent with the event description. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. As noted above, the specimen presented a ductile bending overload, low cycle, fatigue fracture to the shaft distal of the transition from the hub shoulder to the shaft approximately 1.425cm from the distal tip. The specimen also present tool marks on the surfaces distal of the hub shoulder, the threaded region presents wear on the thread ridges and valleys. The surface and lumen of the fractured device contains deposits of apparent dried biomaterial, consistent with the event description. The investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. Investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. No patient impact reported was reported. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that during the beginning of cataract surgery the phaco needle snapped whilst in the patients eye. The surgeon had just starting using ultrasound when the event occurred. No damage was observed to the needle during set up, and it passed prime and tune successfully. The broken portion was successfully retrieved and their was no patient impact. The procedure was completed with a new phaco needle.